Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle had flow issues. The following information was provided by the initial reporter: nurse said needle wasn't lining up correctly. Therefore, medication wasn't getting through. (B)(6) has no further information at this point. Giving set was changed, and it is now working ok.

Manufacturer narrative:
H.6. Investigation: on this occasion no product was available for return and no photographs could be provided. As the legal manufacturer of the product could not be determined, it has not been possible to determine a definitive root cause for the customer's experience. The lot number was also not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Event description:
It was reported that unspecified bd¿ needle had flow issues. The following information was provided by the initial reporter: nurse said needle wasn't lining up correctly therefore medication wasn't getting through. (B)(6) has no further information at this point. Giving set was changed and it is now working ok.